Event description:
The user reported that during cardiopulmonary bypass, the centrifugal pump stopped. The pump was hand-cranked until it was replaced with a backup device. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, no conclusons reached.